Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 5.5" (14 cm) appx 0.37 ml, smallbore bifuse ext set w/2 chemoclave¿, spiros¿ w/red cap, 2 clamps. It was reported that during an infusion of antithymocyte globulin (atg) the spiros broke, causing the atg to leak over the patient and their bed. There was patient involvement but nor other details on the event.

Manufacturer narrative:
The reported complaint of a broken spiros could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.